Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx 5 delta clinical system generated oir (out of instrument range) and bl abs high (blank absorbance high) error messages for triglyceride on quality control (qc) and patient samples. Customer reported that they found carryover from the wash probes and the wash cups. Customer reported that results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found poor spraying on the wash tower in the reagent wash station. The fse replaced the wash stations and flushed the wash lines. The fse performed a triglyceride carryover test and found no issue. The fse tightened the gear mesh on the sample mixer motor. The fse replaced and realigned the sample probe. The fse ran qc and patient samples and found all results met specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).